Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section cover cut and leaking, objective lens adhesive worn out, distal end dented and deformed, connecting tube scratched, image guide protector scratched, suction cylinder shave and dirty, scope switches 1and 4 cut, protector of universal cord on control section and scope connector sides cut, angle wire, and angulation play does not meet specification, and water removal does not meet specification due to clogged nozzle. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
A user facility reported to olympus, that the gastrointestinal videoacope had leaking from the bending section cover and reduce angulation function. Upon inspection and testing of the customer returned device, foreign debris was found in the nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined. However, the likely cause of the event is due to the reprocessing after the previous procedure was incorrect, and the nozzle was clogged with foreign material such as adhesive matter from chemicals used. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities; inspection of the air-feeding function; inspection of the objective lens cleaning function. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories; flush the air/water channel with detergent solution; remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below. Olympus will continue to monitor field performance for this device.